Event description:
A biomedical engineer reported that during cataract surgery, a pt sustained a corneal burn due to an occlusion in the phaco handpiece. This is the first of two reports from this facility. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met product specs. The handpiece was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).